Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the bb/alarm histories show cs 052 and cs 054 alarms prior to por's on (B)(4) 2015, however this was not duplicated during this investigation. Investigation note the pump was run on a 24 hour basal program with no loss of power or alarms observed. Unable to duplicate complaint of no power during this investigation. Returned battery cap used to perform investigation. No damage to battery compartment threads or battery cap. The battery cap threads/tighten properly. The pump was opened; inspection performed on the power circuit with no defects found. No moisture found internally.